Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient could not seem to turn their stimulation on. Patient noted they had tried several times and every once in a while they got a message to call manufacturer. During the call, the patient noted the implanted neurostimulators battery was at 100% and recharging excellent. Patient noted the implanted device battery was only lasting maybe 25 hours before it drained again. Patient said it was getting less and less but now it was every 24 hours when they needed to recharge. The issue had been going on for several weeks now but it seemed to have stopped altogether on turning the device on; patient had tried to get an implant for a new device but they could not get the leads to go up their spine because of so much scar tissue. Patient was getting no relief.

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) product type lead product ID 977a290 serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 16-jul-2023, UDI#: (B)(6); product ID: 977a290, serial/lot #: (B)(6), ubd: 26-jun-2023, UDI#: (B)(6)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.